Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 73, blood glucose reading 140 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred.